Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked keypad at select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer entered with the insulin pump to the water and the insulin pump was filled with water then relapsed. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.